Event description:
International affiliate reported that pt presented for hernia repair. The pt's bowel was adherent to a previously implanted mesh. Laproscopic procedure was converted to an open procedure to take down the adhesions in order to effectuate repair of the new hernia.